Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that a charge circuit timeout occurred.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached end of service (eos) due to a long high-voltage charge time. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed the charge time out (cto) using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing the cto and excessive charge time (ect). Based on destructive battery analysis no internal battery shorting occurred. Lithium (li)-severing and partial li-severing was observed leading to reduced anode surface area. Review of the save-to-disk data showed a cto and ect events were logged all prior to recommended replacement time (rrt) and subsequent explant. These charge timeout and excessive charge time events resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.